Manufacturer narrative:
(B)(4), date sent: 10/15/2021. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 14623 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4) event date: only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: when did the dysphagia first occur? Ongoing, somewhat persistent dysphasia. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Egd 1 year ago, egd last week. Are pictures or videos available? No. If and when the device is explanted, which best describes the device removal approach? Endoscopic removal. Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date¿. No. Just viewed the eroded beads last week and endoscopically removed the whole device this week. Endoscopically viewed the eroded beads & endoscopically removed the device 1 wk later. Endoscopically removed the entire device - yes. Laparoscopically removed the entire device - not done lap. Was the patient stented? No. What is the current condition of the patient? Doing fine ¿ went home same day. Explant date is (B)(6) 2021. Patient is doing well. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the patient was having some issues with dysphagia and went for a routine endoscopy. The doctor found that two of the magnetic beads had errored into the esophagus. The doctor is in the process of determining when to have the device explanted. The device was initially implanted on (B)(6) 2017. There is no additional information at this time.